Event description:
The surgeon informed bio-vascular, inc. That on 11/10/1998, a carotid patch endarterectomy was performed on the pt to treat carotid stenosis. The surgeon used vascu-guard as the closure patch material. On 12/23/1998, the pt presented with an abscess on his neck involving the patch. The same day, the surgeon performed open drainage and debridement of the wound site. The vascu-guard patch was not leaking and was not removed. No harm has come to the pt.